Manufacturer narrative:
The device was not received at zoll for evaluation as the biomed team suggested user training may have been involved. The customer claims to have tested the device and it appears to being working fine. The customer was contacted for the return of the device logs. The customer indicated that the clinical data has been erased and the device is not being returned for evaluation.

Event description:
Complainant alleged that while attempting to pace a male patient (age unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.